Manufacturer narrative:
Additional information obtained through follow-up revealed the cause of death was cancer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available.

Manufacturer narrative:
Additional information obtained through follow-up revealed the cause of death was cancer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was noted the patient died approximately six and a half months following defibrillator implant. The cause of death is being requested.

Event description:
It was noted the patient died approximately 6.5 months following defibrillator implant. The cause of death is being requested.